Event description:
A customer contacted beckman coulter, inc. (Bci) in regards to a higher than expected progesterone result generated by unicel dxi 600 access immunoassay analyzer on one patient sample. The result was reported out of the laboratory and was questioned by the physician. Subsequent testing on the same instrument and on an alternate instrument produced results in a lower clinical range. The customer did not receive any report of patient injury requiring medical intervention or change to patient treatment attributed or connected to this event.

Manufacturer narrative:
Qc was within the established ranges on the day of the event. A bci field service engineer (fse) was on site on (B)(6) 2010 for this event. The fse performed a system check and 20 repetitions of level 1 qc sample. All test results met the specifications. No hardware issue was noted. A definitive root cause for this event has not been determined to date.